Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
On (B)(6) 2017 - device went into a back up mode a week after patient received a port-a-cath installed near the device. Device will be reinitialized at next follow-up.

Manufacturer narrative:
(B)(4).

Event description:
The patient was in for a normal follow-up. The session ended but then a decision was made to make a change. When the device was re-interrogated, it went into back-up mode. The device was reset successfully.

Manufacturer narrative:
(B)(6) 2017 - device went into back-up mode following radiation therapy. Device reinitialized successfully. Reprogrammed to patient settings. Device remains implanted. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.